Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4, and h6. Corrected data: e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Since the subject device was not returned to legal manufacturer, the reported event cannot be confirmed. The condition of the device was not established. As a result, the presumed cause and a definitive root cause could not be determined. The investigation results suggested that the scope communication error (b30) occurs when abnormality occurs on the communication between the endoscopes and processors (instruction manual of otv-s190; chapter 9 troubleshooting 9.2 troubleshooting guide). No misuse was confirmed with the available information. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the evis exera iii xenon light source displayed error code b30. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.